Manufacturer narrative:
Per the user guide: tandem diabetes care recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10 to 15 minutes), and also avoiding frequent full discharges. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer slept through the low battery alerts/alarm and subsequently, the pump shutdown. Customer's blood glucose (bg) was 556 mg/dl and insulin injection was administered to address bg. Pump battery was checked with tandem technical support and it was found to be functioning as expected.